Manufacturer narrative:
The customer stated that the procell bottle was empty and pulling air at the time of the erroneous values. Once the reagent bottle was changed and primed there were no further issues. The root cause of the issue was incomplete customer maintenance. Discrepant low results for sandwich assays are typically caused by sample pipetting or beads capturing issues. In this case, the customer observed bubbles on the aspiration cups and received an abnormal low signal alarm. A review of the alarm trace also shows a procell sipping alarm. Missing procell will affect the reaction in the measuring cell causing a low signal.

Manufacturer narrative:
Na h3 other text : na.

Event description:
The customer complained of an abnormal low signal alarm on the elecsys e170 modular analytics immunoassay analyzer. The customer also noticed the sipper cups had a lot of bubbles in them and procell/cleancell volumes were low. Due to this, the customer starting looking at patient values and observed erratic results for an unknown number of patient samples. The customer provided erroneous results for 1 patient sample tested for elecsys tsh assay (tsh). The initial tsh result was >7.79 uiu/ml with a data flag. This result was reported outside of the laboratory. The repeat result was 4.70 uiu/ml. The customer did not know which result was correct. The customer repeated the sample on a different system and obtained a result of 7.84 uiu/ml which matched the initial result. This result was reported outside of the laboratory. No adverse event occurred. The tsh reagent lot number and expiration date were not provided. The customer performed air purges and ran calibration and quality controls (qc). When the field service engineer (fse) arrived the system had been operational and had run all night with no issues. The issue may have been caused by air in the line or contamination in the flow path. The fse checked multiple parts of the instrument and no issues were identified. The system had been operating within specification since the customer ran the air purges.